Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; ubd: 05-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 7.5 mg/ml of morphine at 1.808 mg/day and 30 mg/ml of bupivacaine at 7.232 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the patient had not experienced any therapy issues or symptoms. The patient's pump was being replaced on (B)(6) 2019 and the catheter did not successfully aspirate via the catheter access port (cap), per the doctor. Dye was injected into the catheter, per the doctor, and the catheter was found to be out of the intrathecal space. The new pump was implanted and the physician chose to have the patient come back to revise the spinal segment. The issue was unresolved, as of (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2019-nov-20. The hcp was asked if it was thought the catheter had dislodged or if there was a procedure-related issue with the placement of the catheter regarding the report the catheter was not in the intrathecal space. The hcp replied and stated "n/a." Regarding external/environmental/patient factors that may have caused or contributed to the catheter not being in the intrathecal space the hcp also replied with "n/a." Surgery was planned for (B)(6) 2019 to replace the catheter. Regarding the current device status, the hcp replied "n/a - catheter issue." Additional information was received from the manufacturing representative (rep). The rep confirmed the revision occurred on (B)(6) 2019, as planned. Per the doctor, a new catheter was placed successfully and connected to the existing catheters. Patency was confirmed with a successful catheter access port (cap) aspiration. No further complications were reported or anticipated.